Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731s, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was indicated that the patient was experiencing less than (B)(6) therapeutic relief. The patient¿s original ¿terrible sharp pain¿ in her back, left hip, and leg was back. She had been having numbness in her legs for the prior six months with increased pain down her legs into her feet; it felt like she was walking on glass. The patient had been getting increases to her pump dose by (B)(6) each refill and was not noticing a difference in pain relief. In addition, the patient was on a lot of oral medications and had been going to a chiropractor for vertebral decompression. No MRI or CT was performed. A dye study was performed, though they were unable to aspirate from the catheter access port (cap). It was also stated that the logs were checked and x-rays were performed; however, no results were reported. The cause and the location of the catheter issue were unknown. The physician chose to keep the patient¿s dose the same instead of setting it to minimum rate. As a result of the event, a surgical intervention was required; the pain doctor was sending the patient to a neurosurgeon for a catheter revision. At the time of report, there was no patient injury. The device system was being used to deliver dilaudid and bupivacaine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information was received. There was a suspected catheter issue that was to be confirmed. The reporter questioned if it might be a disconnection or obstruction. It was noted that there were no issues in the event logs. The patient had not recovered; the issues were reportedly on-going and there was a catheter revision planned for (B)(6) 2015.